Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. The ventricular setscrew that was alleged to be missing was present; however, there was sufficient grommet material in the setscrew socket head and major damage to the setscrew socket head that prevented the allen wrench from making contact with the setscrew, giving the impression that the setscrew was missing. There is no objective evidence to identify a root cause located at the manufacturing site.

Event description:
It was reported that during implant, the physician was unable to attach the lead into the connector as the setscrew was missing. The device was not implanted. No patient complications have been reported as a result of this event.